Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose read "high" indicating a level greater than 250 mg/dl. The patient was unsure that the cannula deployed when the pod was activated; this indicates that a needle mechanism failure occurred. The patient also reported being unsure if the cannula was properly seated in the infusion site. The pod was worn less than an hour. Additional method of treatment was not provided.